Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an falloff test. The cause for the failure was isolated to an open orange (+5v) wire and open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force.. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.